Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune impaction handle has small cut on it's surface. All of these were found by central sterile staff and did not involve any patients. The damage to each instrument pose a sterilization concern.

Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported damage. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.